Event description:
It was reported that the patient had presented remotely via merlin.net. A review of transmissions showed that the implantable cardiac monitor (icm) had exhibited post-sense t-wave oversensing. Programming changes were made, and no patient consequences were reported.